Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon found no issues with the balloon. It was observed that there was blood in the balloon body. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 1 mm and 1.5 mm from the distal end of the proximal markerband. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, no raised edges or cracks visible, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device which may have potentially contributed to the reported incident. No shaft kinks were noted at the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure. The balloon was completely removed from the patient's body without any problems and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure. The balloon was completely removed from the patient's body without any problems and the procedure was completed with a different device. No patient complications were reported.